Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and the covidien service engineer (se) inspected the device and found the connector on the power distribution board to not be inserted properly. The se reinserted the connector in the power distribution board and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the display on a 980 ventilator was inoperative. The ventilator was not in use on a patient at the time of the reported event.